Event description:
It was reported that during a sub total colectomy procedure, after two firings of the (B)(4) they then used a (B)(4) to close the ostomy. After firing the device, there was a staple line leak and the surgeon used suture to oversew. The patient was required to have a colostomy. It is not known at this time if it was due to the leak or the patient's condition. Device was discarded. Patient is stable and in the hospital. No other information is available at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Both surgeons indicated that their technique has not changed. Both surgeons have years of experience with ees products (both have used ees products for (B)(4)). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.